Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture of the right implant.

Event description:
Patient's representative stated that patient has been experiencing significantly worsening pain and swelling in the right breast, and "depressive stress disorder". Patient's representative also reported rupture of the right implant, as well as severe scarring, inflammation and large-cell foreign body reaction discovered during the explant surgery.

Manufacturer narrative:
The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ inflammation/irritation: unable to observe since it is a medical event and is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ depression: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ granuloma: unable to observe since it is a medical event and is not related to the device. ¿ pain: unable to observe since it is a medical event and is not related to the device. ¿ edema: unable to observe since it is a medical event and is not related to the device. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package.

Event description:
Patient's representative stated that patient has been experiencing significantly worsening pain and swelling in the right breast. Patient's representative also reported rupture of the left implant, as well as severe scarring, suffering under fear- and depressive stress disorder, inflammation and large-cell foreign body reaction discovered during the explant surgery. Addiotnally reported capsular contracture baker grade unknown and granuloma. Device has been explanted.